Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted. Revision of d005116 rev 01 was performed and the failure mode is already included, no update is required. Device samples ((B)(4)) were taken from the current production, the cuff from the samples were inflated and left for four hours. After this time, all samples were still fully inflated. Defect reported "cuff not inflating" was not observed in the current manufacturing process. Customer complaint cannot be confirmed. No corrective actions to be established at this time. In order to perform a proper investigation to confirm the alleged defect reported, establish a root cause and determine corrective actions, it is necessary to have the device sample involved in this complaint. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint from (B)(6) alleges the cuff is not inflating. Alleged defect reported as detected prior to a patient use. It was reported there was no patient harm.